Event description:
It was reported that towards the end of a one-hour infusion session for 500cc chemotherapy, the nurse noticed there had been a slow leak coming from the manifold of this intravenous (IV) administration set. It was reported that about 100cc of the drugs zofran and paclitaxal had leaked onto the floor. It is unknown if any health care provider, pt, or other persons had inadvertent contact with the leaked drugs. It was reported at upon consultation with the physician, the nurse did not administer additional chemotherapy to the pt. There was no impact to the pt reported. The device was not returned to the MFR for analysis.

Manufacturer narrative:
(B)(4).